Manufacturer narrative:
The returned primary guide was visually inspected under magnification to confirm failure. The curved slider of the guide has been sheared off, leaving a flat surface with some discoloration/oxidation. This fracture pattern is a brittle fracture, indicating a single over-loading event. There are minimal scratches observed on some surfaces of the guide, indicating light or minimal wear. The surgical technique warns that over-compressing the u-clip may damage the primary guide. It is possible that excess force can cause the u-clip to resist and push back on the guide. Additionally, if the plate is already compressed, it is possible that manipulation of the guide to reposition the plate may cause a force greater than the yield strength. Therefore, no definitive conclusion can be made. No root cause determination can be made. Updates/corrections to the following: d4, d9, h2, h3, h9 (b,c).

Event description:
It was reported during surgery that the tip of the primary guide assembly broke as the surgeon was drilling into the rib bone. The position of the plate shifted and became loose. Another primary guide was used to complete the procedure resulting in a 10-15-minute delay. No adverse patient consequences were reported.

Manufacturer narrative:
Per information received, it was indicated devices were available for evaluation. However, the primary guide assembly (part number rbl2210, batch numbers 551527) has not been returned for evaluation at this time. Manufacturing and inspection records were reviewed, and no anomalies were found. A follow-up will be submitted at the time of the product's return and evaluation.